Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned sigma hp uni fb keel osteotome confirmed the end cap component has fractured at the center of the pin that secures the cap to the shaft. Depuy synthes considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e1, e2, h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notice the metal back keel cutting handle that was shipped from an office set was broken. The metal cap on the handle was missing. The metal cap was not in the tray of instruments. It was not used during the surgery. The handle is being ship to the returns dept at depuy (B)(6) address. No delay in surgery. Did the event occur during sterile processing? Yes, did the event occur during field inspection? Yes, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of other, device in possession of sales consultant. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.